Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were not responding o all press. The customer was reported that there was delay in the response and the battery was running up fast. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay and cracked case (battery tube). Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test, active current measurement, sleep current measurement, and self test. No button error alarm noted upon testing. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool.